Manufacturer narrative:
Meter was replaced by distributor.

Event description:
Customer stated, bgm is inaccurate. A control solution test to calibrate the meter was not performed, since the distributor did not provide customer with control solution. The meter requires control solution to calibrate accurate results. The returned meter was calibrated in-house and performed as expected within normal ranges.